Event description:
The customer reported that milrinone infused faster than expected. He stated that the nurse hung a 100 ml bag of milrinone on (B)(6) 2012 at 1945 to run at 13 ml per hour. Around 0150 on (B)(6) 2012, the nurse noticed an air in line alarm and the IV bag was completely empty. The volume infused read 22 ml. A new bag of medication was started at 0155 and was programmed to run at 13 cc per hour with the volume to be infused at 85 ml. At 0415, the IV pump was alarming air in line and the milrinone bag was completely empty. The pump settings were reviewed by nursing staff and showed: rate - 13 ml, volume to infuse - 56.5 ml, dose - 0.375 mcg/kg/min. The reporter is unsure if the medication was given via primary or secondary administration. The pt was on the cardiac telemetry floor of the hospital. The nurse stated the pt was asymptomatic; however, required an increased frequency of monitoring.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unknown cause. Both the pump module and the administration set were returned for evaluation. A review of the logs found no issues with programming. Evaluation and testing of the pump module found no malfunctions with the device. Additional information regarding the evaluation of the pump module can be found in report # 2016493-2012-00296. Visual inspection of the disposable set reported to have been used during the infusion noted a tear in the pumping segment just below the upper fitment. Crush marks were also found on the upper fitment during microscopic inspection. Functional testing of the set was performed. Fluid leaked from the tear in the silicone which may have contributed to the customer's perception of an over-infusion. The cause of the customer's experience of an overinfusion could have been due to a leak from a tear in the silicone segment. The cause of the tear in the silicone tubing was undetermined.